Event description:
It was reported that during an unk procedure, had a bleeder that could not be coagulated without the use of bipolar cautery. Opened macro jaws; no current through to tissue. Put up settings on generator. Still no current through the device to the tissue. Used clips and ended with laparotomy.